Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: (B)(6) 2020. H.6. Investigation: a complaint of a damaged drip chamber was received from the customer. A sample was returned for investigation and through visual inspection the customer complaint was verified. The connection of the drip chamber and tubing was damaged and separated. A device history record review could not be performed for model 10015012, lot 20066036, because an invalid lot number was provided. The root cause was identified as an incorrect assembly method (excess solvent added) that facilitates the formation of hard kinks that impede or restrict fluid flow. The excess solvent comprised the tubing material making it brittle and easy to break. H3 other text : see h.10.

Event description:
It was reported that as lvp bur 20d low sorb smbore ss 0.2m was damaged. The following information was provided by the initial reporter: event 2 material no: 10015012, batch no: unknown, (B)(4). It was reported that when priming tpn tubing, user pinched drip chamber and it broke.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that as lvp bur 20d low sorb smbore ss 0.2m was damaged. The following information was provided by the initial reporter: event 2 material no: 10015012, batch no: unknown, 20066036. It was reported that when priming tpn tubing, user pinched drip chamber and it broke.